Manufacturer narrative:
Insulin pump had high idle current due to corrosion on electronics. Insulin pump received with minor scratched display window, cracked case, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.

Event description:
It was reported that the customer's insulin pump was chipped around the battery cap. His/her blood glucose level was not reported. The customer was changing the battery every four days. The product was returned. Nothing further to report.